Manufacturer narrative:
Service was dispatched due to the customer reporting the architect i2000sr, serial # (B)(6) generating errors 5301- vacuum system failure and 5303-vacuum system failure, vacuum too low and seeing smoke coming from the back of the module. While troubleshooting the issue, service discovered that the source of the smoke was due to a cracked flow switch asm (rohs) leaking onto the pump, vacuum (rohs) causing the start capacitor of the vacuum pump to short circuit. Service replaced both the pump, vacuum (rohs)_ and flow switch asm (rohs) and deemed both parts the cause for the issue. A review of the achitect i2000sr, serial # (B)(6) service history, revealed no contributing factors to the event and no additional issues of damage or smoke coming from a part on the (B)(6). The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke or damaged observed was limited to the pump, vacuum (rohs) and flow switch asm (rohs); the smoke and damage did not spread to other parts of the module. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that the architect i2000sr instrument alarmed 5301 vacuum system failure and 5303 vacuum system failure. There was smoke and burning smells coming from the instrument. The inspection found that the flow switch was aging, cracked, and leaking fluid to the vacuum pump below, causing the starting capacitor of the vacuum pump to short-circuit. The flow switch and vacuum pump were replaced. No impact to analytical / patient result data, patient management or user safety reported.